Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot codes. The investigation could not draw any conclusions about the reported event; however, the initial reporting suggested poor device alignment and the size device selected at primary surgery were contributing factors. Additional provided information stated the products were not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for oversized femoral component and poorly aligned patella.